Manufacturer narrative:
Device eval summary: eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt won't connect to monitor) has been confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The pt rec'd a replacement electrode belt.

Event description:
A pt service rep (psr) assisting a (B)(6) male pt contacted zoll customer support to report that his electrode belt would not successfully connect to his monitor. The pt was issued a replacement electrode belt.